Event description:
It was reported that allegedly while using the formula 3.5mm resector during a knee scope; the tip broke off the shaver. Another one with the same lot # was used and it allegedly happened again.

Manufacturer narrative:
Additional info will be provided once investigation is complete.